Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in an esophageal dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst at 20mm which is 6 atm of pressure. No patient complications were reported as a result of this event; however, a serious injury and required intervention was noted. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
This event was reported via medwatch notification. The healthcare facility resides in the united states but all other information is unknown. Medwatch reference number: (B)(4).